Manufacturer narrative:
Device was serviced at the customer site. During testing, ifb reset was confirmed. The firmware was upgraded and the device subsequently passed all applicable testing.

Event description:
It was reported that during six hours into perfusion the lights on the user control panel turned off and on and the graphical user inference reset. Message code 370 (low portal vein flow) and no portal flow was noted. The soft shell reservoir was noted to be more full than previously noted. A perfusion stop start was performed and the flows and soft shell reservoir returned to their previous levels. The liver was transplanted following perfusion.